Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the observed discrepancies could be attributed to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization or transient optical instability. Customer care recommended that the user re-link their sensor to allow the system to re initialize and converge faster. Post-relink, the bg values met sg trends well and the user was informed that they should see improvements soon as the system continues to stabilize. Per dms review, the user was using the system with up-to-date information.

Event description:
On march 20th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.